Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer declined troubleshooting from tandem technical support (tts). Customer resumed insulin therapy on the pump and has manual back up insulin therapy if needed. Customer¿s blood glucose (bg) level was 130 mg/dl.